Manufacturer narrative:
A device history record review was completed for provided material number 38182314 and lot number 3241304. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample was received for evaluation by our quality team. Through examination of the picture, the needle was observed through the catheter and it was used. It is possible that this incident resulted from the use of the product. When performing the 360-degree rotation during puncture, the catheter may have been pushed forward, with the needle transfixing the catheter during puncture. If the catheter was transfixed due to the manufacturing process, it would have been unusable. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Event description:
It was reported that bd insyte autoguard needle through catheter the following information was provided by the initial reporter, translated from portuguese to english: the hospital technicians informed us that the catheter into the patient's vein, it has a defective bevel.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.